Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error at power-up. Cycling the power of the programmer cleared the error message, and the programmer was operational. The caller was walked through the hibernation process. The programmer will not be returned at this time. No patient complications have been reported as a result of this event.